Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2366-70, serial: (B)(4). Product family: scs-linear leads: upn: (B)(4), model: sc-2366-50, serial: (B)(4).

Event description:
A report was received that the patient had to be hospitalized. The devices were reprogrammed but the reprogramming was ineffective. The patient then underwent a lead revision procedure. It was reported that two of the patients four implanted leads would be explanted to attain better coverage of the patients low back pain. It is unclear which two of the four leads were explanted.

Event description:
A report was received that the patient had to be hospitalized. The devices were reprogrammed but the reprogramming was ineffective. The patient then underwent a lead revision procedure. It was reported that two of the patients four implanted leads would be explanted to attain better coverage of the patients low back pain. It is unclear which two of the four leads were explanted.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a paddle lead was implanted. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had to be hospitalized. The devices were reprogrammed but the reprogramming was ineffective. The patient then underwent a lead revision procedure. It was reported that two of the patients four implanted leads would be explanted to attain better coverage of the patients low back pain. It is unclear which two of the four leads were explanted.